Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope for an unspecified reason. A remote interrogation was performed which did not reveal any stored episodes or issue with the implantable cardioverter defibrillator (ICD). It was noted that the patient has not been seen for follow up in the clinic since this event. No additional adverse patient effects were reported. Approximately seven months later information was received that the patient had experienced chest pain in the early hours of the morning and subsequently experienced syncope. A remote interrogation was performed and boston scientific technical services (ts) was consulted by the clinic. Upon review of the remote interrogation, ts noted no stored episodes and lead measurements within normal limits. Intermittent noise on the shock channel was observed and ts advised this should be further evaluated, but likely was not related to the patient's current symptoms. Attempts to obtain further information were unsuccessful. At this time the products remain in service and no additional adverse patient effects have been reported.